Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation, "valve leak" and "hole in valve." Device has been explanted.

Event description:
Healthcare professional reported a right side deflation, "valve leak" and "hole in valve." Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified a flat crease, white particles on the surface of the shell and an opening. A leak test was performed and found opening an on radius. A microscopic analysis was performed which identified a striated opening in the radius side. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a striated edged opening on the radius side due to surgical damage. Additional, changed, and/or corrected data: h.3, h.6.